Manufacturer narrative:
Upon additional information this event will be updated.

Manufacturer narrative:
Analysis of the data disk showed varying shocking impedances out of range while pacing impedances on the right ventricular lead remained stable. Technical services discussed that possible causes for unstable and high shock lead impedances may be poor lead connection, lead issue, or a device component failure. Discussed performing a high resolution x-ray to evaluate proper setscrew positon and connector insertion. At this time the system remains implanted, should additional information become available this event will be updated.

Event description:
Boston scientific received information that post device change unstable shock impedances were noted. At the latest follow up out of range shocking impedances were seen. The implantable cardioverter defibrillator (ICD) was reprogrammed but shocking impedances were still unstable. The right ventricular lead implanted is a competitor lead. A save to disk was forwarded for analysis to technical services. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently during a follow up an x-ray revealed fracture on the competitor lead. Programming the lead off still revealed out of range shocking impedances, thus the physician replaced this lead with a new boston scientific right ventricular lead. The new lead was connected to the device and normal shocking impedances were noted. This device remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
--

Event description:
--